Event description:
Implant loss due to periimplantitis.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. The initial report was missing information when submitted. This follow-up report is to add the missing information.